Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after a cerebral aneurysm angiogram diagnostic procedure. The patient reported a history of nickel allergy and was referred to the allergy clinic. The patient has no symptoms. An allergy patch test was performed and no reaction was observed. No additional information was provided.